Event description:
The lead was capped and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, a loss of high voltage (hv) therapy due to low defibrillation impedance on the right ventricular (rv) lead was noted. The lead vector was reprogrammed and the patient was stable with no adverse consequences. Additional information was requested but has not been received.